Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) observed within a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as clear, white or black particles. This issue was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to e1, h3, h4, h6 and h10. Correction to previous g3: date received by MFR. E1: initial reporter address: (B)(6) g3: the corrected baxter aware date was (B)(6) 2022, previously submitted as (B)(6) 2022. H4: the lot was manufactured from november 10, 2021 - november 11, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which observed white elongated particles inside the container. The particulate was likely of acrylonitrile butadiene styrene material which appeared morphologically consistent with fill port material; however, the sample was not received for further testing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.